Manufacturer narrative:
Results: the proximal luer lock was detached from the rhv. Conclusions: evaluation of the returned rhv could not confirm the reported complaint due to the device being returned incomplete. The luer lock on the proximal end of the rhv was not returned for evaluation; therefore, the device could not be functionally tested. The root cause of the reported complaint could not be determined. Penumbra accessories are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of difficulty advancing the sep 12 through the rhv.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right main pulmonary artery using an indigo system aspiration catheter 12 (cat12) and indigo system separator 12 (sep12). During the procedure, the physician loosened the rhv to advance the sep12. The sep12 would not advance through the rhv at any point despite that the rhv was fully opened. The rhv was cleaned and inspected. It was reported that there seemed to be a piece of plastic blocking the lumen of the cat12. The procedure was completed using another rhv and the same cat12 and sep12. There was no report of an adverse effect to the patient.